Event description:
It was reported the lead had a steady decline in impedance and had been reprogrammed to unipolar months prior. The lead was now capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.